Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerned a (B)(6) female patient of unknown origin (han nationality). Medical history was not provided. Concomitant medications included acarbose for unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injections (humalog 50, 300 units/3 ml) cartridge via reusable humapen ergo ii (two tone blue), 22 units in the morning and 18 units at night, subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date. On an unknown date after starting the insulin lispro protamine suspension 75%/insulin lispro 25% treatment, she experienced high blood glucose due to which she was hospitalized on (B)(6) 2017. During hospitalization, she was checked out insufficient blood supply to the brain. Information regarding the corrective treatment and outcome of the events was not provided. The insulin lispro protamine suspension 75%/insulin lispro 25% treatment was continued. The operator of the humapen ergo ii and training status was unknown. The humapen ergo ii model duration and the suspect humapen ergo ii duration of use was not provided. The action taken with the suspect humapen ergo ii and its return status were not provided. The reporting consumer did not know the relatedness assessment between the events and insulin lispro protamine suspension 75%/insulin lispro 25% treatment. Edit 20-dec-2017: upon review, changed the as determined causality to no. Edit 05jan2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 11-jan-2018: upon review, added expiration date of insulin lispro protamine suspension 75%/insulin lispro 25%, removed (B)(6) 2016 from date of manufacture of hp ergo ii. Made changes in euca fields.

Event description:
(B)(4) this spontaneous case, reported by a consumer who contacted the company to report adverse events, concerned a (B)(6)-year old female patient of unknown origin (han nationality). Medical history was not provided. Concomitant medications included acarbose for unknown indication. The patient received insulin lispro protamine suspension 50% /insulin lispro 50% (rdna origin) injections, (humalog mix 50/50, 300 units/3ml) cartridge, via reusable humapen ergo ii (two tone blue), 22 units in the morning and 18 units at night, subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date (conflicting lispro mix start date (B)(6) 2016, humapen ergo ii noted to be presented in (B)(6) 2016 and also from (B)(6) 2017). It was noted, that the injection button of humapen ergo ii would slide down to the end in 2017 (product complaint (B)(4), lot number 1510do2). On an unknown date after starting the insulin lispro protamine suspension 50% /insulin lispro 50% treatment, she experienced high blood glucose due to which she was hospitalized on (B)(6)-2017. During hospitalization, she was checked out insufficient blood supply to the brain. Information regarding the corrective treatment and outcome of the events was not provided. The insulin lispro protamine suspension 50% /insulin lispro 50% treatment was continued. The operator of the humapen ergo ii and training status was unknown. The humapen ergo ii model duration and the suspect humapen ergo ii duration of use was not provided. The suspect humapen ergo ii device associated with product complaint (B)(4) was not returned to the manufacturer. The reporting consumer did not know the relatedness assessment between the events and insulin lispro protamine suspension 50% /insulin lispro 50% treatment. Edit 20-dec-2017: upon review, changed the as determined causality to no. Edit 05jan2018: updated medwatch and european and (B)(6) fields for expedited device reporting. No new information added. Edit 11-jan-2018: upon review, added expiration date of insulin lispro protamine suspension 75%/insulin lispro 25%, removed 21dec2016 from date of manufacture of hp ergo ii. Made changes in EU(B)(6) fields. Update 12jan2018: additional information received on 11jan2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and (B)(6) device information. Noted the suspect humapen ergo ii device relating to product complaint (B)(4) was not returned to manufacturer. Added date of manufacturer for the device along with conflicting start date for lispro and the humapen ergo ii device to the narrative. Corresponding fields and narrative updated accordingly. Upon review, updated insulin lispro protamine suspension from 75%/insulin lispro 25% to 50% /insulin lispro 50% within the narrative.

Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements. Please refer to update statement dated 12jan2018. No further follow-up is planned. Evaluation summary: a female patient reported that the injection button of her humapen ergo ii device "would slide down to the end." She experienced increased blood glucose. The device was not returned for investigation (batch number 1510d02, manufactured october 2015). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to device not working or dose accuracy issues. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use.